Event description:
Pt is complaining of pain. Revision surgery has not been performed at this time. Update : on (B)(6) 2011 - litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from pt's acetabulum, caused severe pain, inhibited pt's ability to walk, and required a revision surgery. The right hip implant was revised on (B)(6), 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: implant date.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient is complaining of pain. Revision surgery has not been performed at this time. Update - (B)(4) 2011 - litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and required a revision surgery. The right hip implant was revised on (B)(6) 2010. Update - (B)(4) 2012 - plaintiff fact sheet was received. The doi was updated. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct part/lot information for the acetabular cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.